Event description:
Hill-rom received a report from the account stating the head section came up on its own (self-run). The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Hill-rom technician support advised the account to check the head up buttons may be stuck on the siderail. The account replaced the siderail to resolve the issued. Based on this information, no further action is required.